Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure a piece of the coated jaw of vasoview hemopro 2 became loose but nothing broke off. The harvester was under direct endoscopic visualization and realized a piece of the coated jaw had come loose and frayed. They pulled the device out and opened a new device to finish the case. No extra incisions were needed and no effects on the patient. The case wasn't held up.

Manufacturer narrative:
Trackwise (B)(4). Updated section: b4, g4, g7, h2, h6, h10 the lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.